Event description:
Pump received in biomed with pole clamp missing, no reported of patient injury or medical intervention. Information was not available regarding whether or not the device was in use on a patient when the clamp detached from the back of the device.